Manufacturer narrative:
Cmp-(B)(4). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that during a initial knee arthroplasty the upper tibial articular surface provisional portion was cracked. No patient consequences were reported as a result of the malfunction. Attempts to obtain additional information are in progress, however further information is not available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned provisional identified that it had fractured on the medial side of the post. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured provisional component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.